Event description:
Device 2 of 2: MFR reference report: 1627487-2019-02248. It was reported that the patient was experiencing muscle spasms when stimulation is turned up beyond a certain point. X-rays did not reveal any abnormalities. The patient was reprogrammed without success. As a result, the system was explanted.